Manufacturer narrative:
Passed displacement test and rewind test. Motor error alarmed during basic occlusion test and compromised force sensor alarmed during prime test due to loose protruded drive support disk noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. It was also reported that the customer's insulin pump had a loose drive support cap. Customer's blood glucose level at the time 150 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.